Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 4/4 amplatzer piccolo occluder was successfully implant in a (B)(6), (B)(6) kg patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 3.0 mm, pda length of 12 mm and diameter at aortic ampulla of 5 mm. During the procedure the device was successfully implanted extraductal. 15 days later, it was found that the device had migrated into the left pulmonary artery (lpa) without compromising pulmonary blood flow. On 28 oct. 2021, the device was successfully removed from the patient. A 5/4 amplatzer piccolo occluder was then used and successfully implanted extraductaly to resolve the event. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was provided.

Manufacturer narrative:
An event of "device had migrated into the left pulmonary artery" of the 4-4mm amplatzer piccolo device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, artmt600061587 revision c, sizing chart t2, the recommended size devices for patients >2kg have a maximum duct length of 8mm, and therefore the 12mm patent ductus arteriosus length of the reported event falls outside recommended sizing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the device embolization per internal procedures.

Event description:
It was reported that on (B)(6) 2021, a 4/4 amplatzer piccolo occluder was successfully implant in a 2 month old 3.0 kg patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 3.0 mm, pda length of 12 mm and diameter at aortic ampulla of 5 mm. During the procedure the device was successfully implanted extraductal. 15 days later, it was found that the device had migrated into the left pulmonary artery (lpa) without compromising pulmonary blood flow. On (B)(6) 2021, the device was unable to be snared out of the patient from the patient and the decision was made to leave the device in the lpa as it wasn't compromising pulmonary blood flow. A 5/4 amplatzer piccolo occluder was then used and successfully implanted extraductaly to resolve the event. The physician alleges the cause of the embolization to be due to an arterial canal spasm at the time of implantation. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was provided.